Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer is not calling back after receiving a new battery cap. The customer stated that the device was not dropped and not exposed to moisture. The troubleshooting was ended at this point since customer does not have any additional batteries at the time of the call. The customer was advised to call back perform troubleshoot or if issue persists.